Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports late infection after injection with juvederm® voluma¿ with lidocaine and juvederm® ultra¿ xc to the malar regions. Botox® was also noted. 6 months later, patient developed hardened edema and pain in the left malar regions and left hemiface. Periorbital cellulite also reported. Prednisone and minocycline provided with worsening of symptoms "over the course of days." About 3 weeks later, the doctor switched minocycline for cefuroxime. Over the next few days, the patient worsened, evolving with edema in the right malar region. The following day, the doctor switched cefuroxime with ciprofloxacin and clarithromycin and again provided prednisone, which the patient had suspended. The doctor requested face tomography and soft-tissue ultrasound and plans to use hyaluronidase after controlling the inflammatory process. Symptoms not solved yet. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00406 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm® ultra¿ xc .